Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing set was occluded. The following information was provided by the initial reporter: 2 separate low sorb extension sets would not allow fluid (pembrolizumab/nivolumab) to pass through filter.

Manufacturer narrative:
Two samples of (B)(6) were received for quality evaluation. There were no visible damages or abnormalities. The extension sets were connected to a sample bd infusion set, primed and tested at 125 ml/hr for 1 hour. There was no indication of flow issues - fluid blockage. The customer complaint of flow issues - fluid blockage was not confirmed. A root cause for the reported failure was not determined because the failure was not replicated. A device history record review for model 10013902 lot number 24089071 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.